Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported 1 syringe of juvéderm® ultra plus xc had ¿the product spill out¿ doing injection. The injector added that ¿it was discovered that while twisting the needle on the syringe, the luer lock cracked¿. Patient contact occurred. No injuries were reported. The packaged needle was used.

Manufacturer narrative:
Device analysis: visual analysis of the device indicates 1 empty syringe of 1.0ml received in an opened tray without cap nor needle. The 3mm luer lock is broken a small part is missing. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported 1 syringe of juvéderm® ultra plus xc had ¿the product spill out¿ doing injection. The injector added that ¿it was discovered that while twisting the needle on the syringe, the luer lock cracked.¿ patient contact occurred. No injuries were reported. The packaged needle was used.